Event description:
Following successful implantation of the trunk-ipsilateral leg component, completion angiography demonstrated deployment of the contralateral leg component outside of the contralateral gate. This device was surgically removed through a retroperitoneal incision. An additional contralateral leg component was then implanted. As reported, completion aortogram demonstrated the graft to be in good position, with no endoleaks at any level. The patient tolerated the procedure well. The explanted device was discarded at the facility.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.